Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was scratches on screen of insulin pump and it was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that up button was peeling out and less responsive. Customer reported that motor error was occurred and batteries not last as long as used to. The insulin pump will not be returned for analysis.